Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. The impedances have varied from 119 ohms to 127 ohms. At this time, the rv lead and existing implantable cardioverter defibrillator remain in service. There have been no adverse patient effects.

Event description:
Additional information was received which indicated the shock impedances have risen to 150 ohms and thresholds have increased to 3 volts. The patient was brought in and commanded shocks were performed. The shocks revealed acceptable values, so the physician elected to monitor the patient. The patient is not dependent. At this time, the products remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was inadvertently disposed of after explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the rv lead and ICD were explanted and replaced. There were no additional adverse patient effects.